Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient received a system error. The exact error was unable to be determined. Additional event or patient information is not available. No data was available for evaluation. Confirmation of the reported issue and a root cause could not be determined.